Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. When the device was returned to mmdg for investigation, the complaint could not be confirmed or replicated. No device problem could be found. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was pumping air to the patient. They stated that the "bag empties 10 minutes early and that they are setting a dose". They stated that the pump was not alarming when the bag was empty. The initial reporter stated that the patient did not have any adverse effects due to the complaint, but did not provide any additional information. [Complaint: (B)(4)].